Event description:
It was reported that the asymptomatic patient presented for a routine check in clinic. It was noted that far p wave oversensing was observed on the implantable cardioverter defibrillator (ICD). No further intervention was performed. The ICD was being monitored. The patient was stable.